Event description:
Customer reports lancet does not properly fit; also states lancet protrudes from the soft touch device after firing, resulting in an accidental needle stick (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.